Event description:
The customer reported that her blood glucose reached 263 mg/dl and that when she checked the pod, she noticed that the cannula never deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.